Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and non-conforming for cut. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and other locations along the inner cutter. The sample was visually inspected and found to be nonconforming with the probe needle bent, orange/brown foreign material on the port face and dried white foreign material on the needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms both returned probes had cut failures, the evaluation also indicates that returned probe two had an actuation failure. The most likely cause for the poor cutting observed on returned probe one is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting-edge gouges as well as the foreign material observed on returned probe 1 is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The most likely cause for the actuation and cut failures observed on returned probe 2 is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. Although the reported event was reported to have occurred prior to surgery, the nominal wear observed on returned probe sample 2 indicates the probe has been used. No action has been taken by the manufacturing site as it appears that the cut failure observed on returned probe sample 1 was due to excessive use of the probe by the user, an exact root cause for the bent needle and the bent inner cutter observed on returned probe 2 could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter defect cutting failure occurred before cataract surgery (with (iol) intraocular lens implant). The surgery was completed after replacement of product with new one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).